Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6), 2013 the reporter contacted animas, alleging that the pump display screen background is black but the letters/numbers are red and very difficult to read. It was reported that the patient had been riding a bike and fell but did not fall on the pump. The reporter was unsure if the fall was related to the display issue or not. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the pump powered on with sound and vibration. The display screen was blank with no evidence of the dim pink display. Functionality testing of all of the keypad buttons and audio bolus button was prohibited due to the blank display. The pump cover was removed for visual inspection and a display screen crack was observed. The cracked display was removed and replaced with an new test screen and was fully functional.